Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.